Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy for an af with a rapid ventricular response. The device was reprogrammed and remains implanted. The patient was in stable condition following the event.

Manufacturer narrative:
(B)(4).